Event description:
Service call was placed with the manufacturer by user of a fl36 medical bed alleging that the bed exit detection system sensitivity was not appropriate. No patient adverse event or injury reported.